Manufacturer narrative:
The device was received fully deployed. The adhesive pad was not returned with the device. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was flattened. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. The pod was leak tested and no leak was found. No problems were found with the pod during investigation that would cause a leak during wear. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 20 mmol/l (360 mg/dl). The pod was leaking while worn on the patient's arm for longer than 48 hours. As treatment, a new pod was applied.